Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that plastic foreign matter was observed on the tip of a 20 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter. This was noticed before use and there was no report of injury or medical interventions.